Event description:
It was reported that during a kidney procedure, the retractor "bursted", this caused all the co2 gas to leak. All visibility was lost, and this caused arterial bleeding, there was severe blood loss from patient. Surgeon solved issue with arterial bleeding and no implications to patient are known. The condition of the patient immediately after the procedure was critical due to "broken" artery. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. A photograph of the device was sent for review and the iris of the lap disc was torn, which can cause loss of pneumatosis. However, no conclusion could be drawn as to what may have caused the tear. We have completed our review of available records and no issues related to the reported failure were noted.